Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was explanted. Note indicates retained lens fragment and lens was removed. The lens was not replaced with another lens. There was no incision enlargement or sutures required. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/30/2017. Device returned to manufacturer ¿ yes. Through follow-up it was clarified that the lens for this issue was explanted for a subsequent retinal surgery. The lens was replaced with another za9003 iol after the retinal procedure. The retina procedure had nothing to do with the iol involved. Device evaluation the device was returned to the manufacturer. The device was received in the original folding carton. Visual inspection at 10x microscope magnification was performed and both haptics are distorted / bent was observed. The reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: follow up #1 a statement was entered under device evaluation that the "reported issue was verified". This statement is incorrect. According to the investigation results the lens was observed torn and one haptic was observed missing (detached). There was no specific issue reported regarding the lens therefore, no issue could be verified. All pertinent information available to abbott medical optics has been submitted.